Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The info obtained from this device indicated that the device was first installed on (B)(6) 2010 and successfully carried out weekly self-tests until (B)(6) 2010. After this date the device began to switch itself on automatically. This would have the effect of depleting the pad-pak and filling the memory. The problem with the pad device was caused by a fault with the membrane. Previous experience has shown this type of fault can be caused by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.